Event description:
It was reported that during a procedure for prolapsed hemorroids, the device cut part of the rectum but did not staple. The surgeon claimed that all the staples stayed on the instrument. Not noted how the case was completed. No patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.